Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the complaint cannot be confirmed. Visual inspection of the pictures and x-rays and there is no evidence that can confirm the implant loosening. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent left total hip replacement, s-rom stem and acetabular components in 1994, surgeon and site unknown. Presented to surgeon complaining of painful hip. Plan to revise acetabular components and exchange femoral head. The poly liner pin was removed and liner explanted, shell screw was removed and shell explanted. New components inserted (non j&j). Attention turned to the stem, the surgeon noting the stem 'was loose'. The femoral stem and sleeve were removed without incident. Doi: 1994. Dor: (B)(6) 2021. Left hip.